Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was returned with large amounts of dried debris at the distal tips of the instrument. Dislodged debris with saline solution and grips opened and closed properly. There was no shorting between pins found. The instrument was passed placed on an in house da vinci system, and it passed the cut and seal tests with no issues. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the instrument failing to seal if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci surgical procedure that the endowrist one vessel sealer instrument would not seal or cut correctly. On 10/30/2014, intuitive surgical inc. (Isi) contacted the customer; it was stated that the vessel sealer instrument worked fine in the beginning of the procedure, then it stopped cutting and sealing. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.